Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account stated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists stroke, bleeding, and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Lastly, care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook (rev. C) is also currently available. This handbook contains information on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient woke up and seemed slightly more confused and uncoordinated. The patient had a history of a cardiopulmonary bypass (CABG) due to preexisting coronary artery disease (cad), a transcatheter aortic valve replacement (tavr) due to aortic insufficiency (ai), pneumonia, and dementia. The aortic insufficiency was not device related. The patient presented to the emergency department (ed) on (B)(6) 2020 with complaints of altered mental status and confusion; the patient was found to have a sub-arachnoid hemorrhage (sah). The patient's partner noted the patient had been urinating more frequently, but their urine output had not increased. The patient's partner also noted the patient appeared more fatigued than usual, had been having difficulty remembering how to feed themselves, and had a few episodes of a productive cough with white sputum. The site could not confirm if the white sputum was related to pneumonia. The patient's family decided to withdraw care and make the patient a do-not-resuscitate (dnr) and do not intubate (dni) with comfort measures. The patient expired on (B)(6) 2022 due to the cerebrovascular accident. The death was not considered to be device related and the device operated as expected.